Event description:
It was reported that during an angiography procedure, thrombus was noted. Angiography was first performed in the left ventricle, followed by angiography in the left coronary artery. When the impulse diagnostic catheter was being brought into the right coronary artery (rca), it was in front of the aortic valve and an attempt at aspiration was unsuccessful. The impulse catheter was then withdrawn and flushed, and a thrombus 4-5 cm long was noted. The procedure was then completed with another of the same device. Additional info provided states that the pt experienced "unclear neurological symptoms with weakness of the arm on the right hand side" and was transferred to CT following the procedure. The discomfort "started easing after a short period." Treatment recommendation was medication. The pt was on aspirin therapy and no anti clotting agents were used during the procedure. The physician suggested a possible link between the catheter and the thrombus, as well as a possible link between the thrombus and the neurological symptoms. Subsequent pt status was reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.